Manufacturer narrative:
The deltaplush will not be returned, therefore the root cause of the premature detachment and stretching cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Common device name protocode: krd/hcg.

Event description:
The contact from the facility reported that deltaplush coil (dpl10020420/p11075) stretched and was separated in the microcatheter when it was withdrawn. The aneurysm was saccular and the size of the aneurysm is unknown. The physician placed the first coil (cashmere, details unknown) without any problems. Then he wanted to place the deltaplush coil. The coil reached the aneurysm but the physician wanted to change its position, so he removed it from the aneurysm into the microcatheter (excelsior sl10, details unknown.) When he pulled it back into the microcatheter the deltaplush coil was stretched and then snap off in the microcatheter. The physician had to remove the entire microcatheter with the snapped coil. After that event he placed a new microcatheter in the aneurysm and continued the procedure. No significant delay greater 30 minutes reported nor consequences for the patient. An adequate continuous flush was maintained at all times. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance at any time during advancement of the coil through the microcatheter. One other coil (details unknown) went through the same microcatheter without resistance. There were no kinks in the microcatheter that could have contributed to the event.